Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was unknown. The patient was hospitalized for the event. The patient was treated with intraperitoneal cefazolin (dose, frequency, and duration not reported) and intraperitoneal ceftazidime (dose, frequency, and duration not reported) for peritonitis. The day after admission, the patient was discharged from the hospital. Action taken with dianeal therapy was not reported. At the time of this report, antibiotics were discontinued and the patient had recovered. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.